Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, water entered the air gas module from the connected compressor mini. The defective air gas module was replaced. The device was delivered to the user in working condition. Review of the provided device's logs confirms occurrence of the reported issue. Additionally, during troubleshooting the device failed pre-check and unusual noises were heard. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined.

Event description:
It was reported that the ventilator generated alarm indicating a high airway pressure. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).